Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's arm starting shaking yesterday. The caller requested education on how to use the patient programmer to check the ins. During the call, the caller reported that the patient programmer indicated that the ins was turned off and the ins battery level was ok. They were asked if they knew how the ins turned off, but they did not know. As the caller was turning the ins back on, they saw the 'poor communication' screen. The caller confirmed that they were able to turn the ins back on after ensuring the antenna was over the patient's ins as they were pressing the ins on/off button. The patient's daughter came on the line and asked if there are any household items that could cause the ins to turn off. The patient's daughter also mentioned that turning the ins on seemed to resolve the issue because the patient no longer had tremors in their arm. The troubleshooting steps that were taken on the call resolved the issue.